Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/heavy menstrual cycles") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norephindrone (norephedrine hcl) for uterine leiomyoma and blood iron decreased since (B)(6) 2023 and tranexamic (tranexamic acid) for uterine leiomyoma and blood iron decreased since (B)(6) 2023. On (B)(6) 2001, the patient had essure inserted. On (B)(6) 2024, 8329 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced fatigue ("always fatigued") and was found to have blood iron decreased ("low iron") and weight increased ("extreme weight gain and can't seem to lose any of it"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding and weight increased had not resolved. The outcomes for blood iron decreased and fatigue were unknown. The reporter considered blood iron decreased, fatigue, heavy menstrual bleeding and weight increased to be related to essure administration. The reporter commented: batch no: unknown and expiry date of essure: unknown. Reporter seriousness for heavy menstrual bleeding is recorded as intervention required. Patient had no idea that she had tubal coils until she ordered her tubal records in 2005. I have been suffering with heavy menstrual cycles which are causing me to have low iron. My doctor is pushing for a hysterectomy and has been for years. I'm hoping and trying just to get the coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/heavy menstrual cycles") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norephindrone (norephedrine hcl) for uterine leiomyoma and blood iron decreased since (B)(6) 2023 and tranexamic (tranexamic acid) for uterine leiomyoma and blood iron decreased since (B)(6) 2023. On (B)(6) 2001, the patient had essure inserted. On (B)(6) 2024, 8329 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced fatigue ("always fatigued") and was found to have blood iron decreased ("low iron"), weight increased ("extreme weight gain and can't seem to lose any of it") and fibroma ("have fibroid tumors as well."). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, weight increased and fibroma had not resolved. The outcomes for blood iron decreased and fatigue were unknown. The reporter considered blood iron decreased, fatigue, fibroma, heavy menstrual bleeding and weight increased to be related to essure administration. The reporter commented: batch no: unknown and expiry date of essure: unknown. Reporter seriousness for heavy menstrual bleeding is recorded as intervention required. Patient had no idea that she had tubal coils until she ordered her tubal records in 2005. I have been suffering with heavy menstrual cycles which are causing me to have low iron. My doctor is pushing for a hysterectomy and has been for years. I'm hoping and trying just to get the coils removed. Did not know about the tubal coils until she got her record pulled because she was considering having her tubes untied because of the side effects that she was having. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm, width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of ptc. 26-apr-2024: new event added: fibroma. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/heavy menstrual cycles") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norephindrone (norephedrine hcl) for uterine leiomyoma and blood iron decreased since (B)(6) 2023 and tranexamic (tranexamic acid) for uterine leiomyoma and blood iron decreased since (B)(6) 2023. On (B)(6) 2001, the patient had essure inserted. On (B)(6) 2024, 8329 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced fatigue ("always fatigued") and was found to have blood iron decreased ("low iron"), weight increased ("extreme weight gain and can't seem to lose any of it") and fibroma ("have fibroid tumors as well."). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, weight increased and fibroma had not resolved. The outcomes for blood iron decreased and fatigue were unknown. The reporter considered blood iron decreased, fatigue, fibroma, heavy menstrual bleeding and weight increased to be related to essure administration. The reporter commented: batch no: unknown and expiry date of essure: unknown. Reporter seriousness for heavy menstrual bleeding is recorded as intervention required. Patient had no idea that she had tubal coils until she ordered her tubal records in 2005. I have been suffering with heavy menstrual cycles which are causing me to have low iron. My doctor is pushing for a hysterectomy and has been for years. I'm hoping and trying just to get the coils removed. Did not know about the tubal coils until she got her record pulled because she was considering having her tubes untied because of the side effects that she was having. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding/heavy menstrual cycles") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included norethindrone (norephedrine hcl) for uterine leiomyoma and blood iron decreased since (B)(6) 2023 and tranexamic (tranexamic acid) for uterine leiomyoma and blood iron decreased since (B)(6) 2023. On (B)(6) 2001, the patient had essure inserted. On (B)(6) 2024, 8329 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced fatigue ("always fatigued") and was found to have blood iron decreased ("low iron"), weight increased ("extreme weight gain and can't seem to lose any of it") and fibroma ("have fibroid tumors as well."). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, weight increased and fibroma had not resolved. The outcomes for blood iron decreased and fatigue were unknown. The reporter considered blood iron decreased, fatigue, fibroma, heavy menstrual bleeding and weight increased to be related to essure administration. The reporter commented: batch no: unknown and expiry date of essure: unknown. Reporter seriousness for heavy menstrual bleeding is recorded as intervention required. Patient had no idea that she had tubal coils until she ordered her tubal records in 2005. I have been suffering with heavy menstrual cycles which are causing me to have low iron. My doctor is pushing for a hysterectomy and has been for years. I'm hoping and trying just to get the coils removed. Did not know about the tubal coils until she got her record pulled because she was considering having her tubes untied because of the side effects that she was having. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm [ultrasound scan vagina] (dates unknown): right ovary:length 3.21 cm,width 2.16 cm,height 2.94 cm,volume 10.673 cm, fibroid 1:6.3 cm/6.52 cm, fibroid 2:5.2cm/4.56 cm, fibroid 3 :4.93 cm/3.35 cm, fibroid 4:2.57 cm/2.39 cm and fibroid 5:2.62 cm/2.0 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.